Manufacturer narrative:
The customer reported a leak of the icy catheter (lot# 195762) was confirmed during functional testing. The customer mentioned a leak between the catheter balloons; however, a water emission/leak was observed from the proximal luer port during the lumen crosstalk test. No leak was observed between the catheter balloons. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. A visual examination of the returned catheter was performed and found no physical damage to the catheter. Dried blood residue was observed in the distal luered tubing. During functional testing, all the infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. No leak was observed from the catheter balloons. However, a water emission/leak was observed from the proximal luer port during the lumen crosstalk test, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and one similar complaint was reported for the icy catheter with lot # 195762. Ccr 80027 was reported on february 28, 2024, and a water emission/leak was observed.

Event description:
After approximately 3 to 3.5 hours of ivtm therapy (max power mode) utilizing the icy catheter (lot# 195762), the console generated an "air trap" alarm. Per the reporter, the catheter insertion was smooth, and the catheter was placed after the first attempt. The customer inspected the catheter and the start-up kit (suk) tubing and noted a leak between the catheter balloons. The console was confirmed to be functional and the treatment continued after the catheter was replaced. No patient injury was reported.